Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a percutaneous transluminal uterine artery [uae] embolization procedure, a 5f catheter tip detached in the patient's artery. The physician had acquired retrograde femoral artery access and had negotiated the patient's contralateral ilio-femoral conduit with a guidewire and a 5f catheter. During over-the-wire catheter manipulations within the patient's artery under fluoroscopy, the catheter tip detached. The physician successfully externalized the foreign body with a vascular snare device liberating the vessel. Another catheter was used to complete the procedure. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.